Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and reported that they obtained a discordant hba1c result on one patient sample. The customer stated that their quality controls were within acceptable range. The cause of the discordant, falsely elevated hba1c result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated hemoglobin a1c (hba1c) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. A new sample was obtained from the patient and was run on an alternate dimension vista instrument, also resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hba1c result.